Manufacturer narrative:
Medwatch sent to FDA on 01/21/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿painful post traumatic trigeminal neuropathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of ¿painful post traumatic trigeminal neuropathy" as follows: adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Patient reported that the after injection the same day with .5cc of juvederm voluma xc in the left cheek, they experienced "painful post traumatic trigeminal neuropathy (nerve damage)" in the "left cheek, nose wing, and eye." Patient described the pain as "aching, stabbing, tingling, throbbing, electric waterfall feelings, burning and skin crawling feelings," and noted "the pain is constant." Gabapentin was provided as treatment, however the patient stated that "the medication is not working and I am going to see a pain management specialist." Patient was taking thyroxine 75mg daily and painkillers concomitantly.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional provided clarification of the event, stating that after injection in the malar/zygoma with juvederm voluma xc, the patient experienced a "heat sensation, slight redness an mild discomfort during the night hours." Patient was treated with amoxicillin and antihistamines. Patient was also treated with hyalase by an unspecified physician.

Manufacturer narrative:
The events of inflammation, rash, and painful post traumatic trigeminal neuropathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible." Method of use-posology: ¿ "the technical nature of this is essential to the treatment¿s success, so this product must be used by medical practitioner who have undergone specific training in injection techniques for volume restoration. Excellent knowledge of the anatomy and physiology of the treatment area is required."

Event description:
Upon further review, MDR ID #3005113652-2015-00853 ((B)(4)) is a duplicate for the same event, same patient, and same suspected product for this MDR. All relevant information has been transferred to this MDR including patient's report that "there was problems during the administering to the [left] cheek as the person whom performed the procedure struggle to insert the needle." Patient immediately developed inflammation after injection to the left cheek. The patient visited their gp when their rash didn't go away and also consulted with a neurologist. The patient also contacted their injecting physician who informed them that "there was nothing wrong the rash would go in 2 weeks and problem physiology."